Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the patient experienced a dissection due to the left ventricular lead. The dissection did not require intervention; the lead was implanted and remains in use. No further patient complications have been reported as a result of this event.